Manufacturer narrative:
Analysis received the unit with no button response due to flattened dome switch. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Analysis was unable to test for check settings alarm. There was no button error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and no delivery alarms. The customer's blood glucose was 110 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.